Event description:
It was reported that there was an issue with the touchscreen responsiveness of the pump, with the screen being frozen and unresponsive to the customer's input. The customer's blood glucose level was not adversely impacted, as it remained below 500 mg/dl. The customer successfully reset the pump with the guidance of technical support, which resolved the issue and allowed interaction with the pump screen.